Manufacturer narrative:
Device is not available for investigation however a device history review should be performed, and a supplemental report will be submitted.

Event description:
An event involved a transfer set, pur w/clave reported that the durvalumab 1500 mg/100 ml nacl bag (extension with filter primed with nacl before administration of the medication into the bag) no longer flows after administering more than 90% of the product (5 ml of liquid remained in the bag). There was no issue with the flushing (therefore, with the main line), and the next bag (etoposide with a simple amber extension) was administered without any problems. There was no exposure to cytotoxic drugs for the healthcare professional or the patient. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
Investigation summary: the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history was reviewed, and no nonconformities were found that would have led to the reported complaint.